Event description:
It was reported that high out of range impedances, greater than 3000 ohms, were recorded on the right ventricular (rv) lead. It was noted however, that the daily measurements were in range. The rv lead was about 764 ohms. It was thought that it could possibly be related to potential interference. However, a cause was never determined. As a precaution, the minute ventilation feature was automatically programmed off and remains off. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.